Event description:
High blood sugars [blood glucose increased]. Case description: this incident does not represent a serious public health threat. Class iia. This spontaneous report received from (B)(4) was reported by a consumer as "high blood sugars" and concerns a (B)(6) female patient treated with novofine 8mm (30g) autocover (needle) and levemir flexpen (insulin detemir). The therapy dates for levemir flexpen are from 2003 to ongoing and from (B)(6) 2011 to (B)(6) 2011 for novofine 8mm (30g) autocover (needle) both due to "type I diabetes mellitus." A consumer reported that she experienced high blood sugars which ranged from 400 to 500 mg/dl for 5 days. On (B)(6) 2011, she was admitted to a hospital with a blood sugar level of 720 mg/dl. She was treated with regular insulin intravenously. She reported that her blood was drawn but she did not know the results. Her most recent hba1c level at her physician's office was 7.1%, however; she did not known her hba1c level during her hospitalization. At the hospital, she received lantus instead of levemir due to formulary restrictions. She was instructed to continue her insulin therapy that she was on prior to her hospital admission. She recovered and was discharged from the hospital on (B)(6) 2011. She stated that her husband felt that the needles may have been the reason for the high blood sugars and decided to discontinue using them. Product is not available for return.